Manufacturer narrative:
(B)(4). Results pending completion of evaluation.

Event description:
It was reported that the patient's pump was explanted due to the pump "stopped working". No other information is currently known.

Event description:
A health care professional reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. A catheter aspiration procedure was performed and the catheter was observed to be intact. The patient experienced opiate withdrawal, with worsening pain as well as flu-like symptoms. The pump was subsequently explanted.

Manufacturer narrative:
Internal complaint number: (B)(4). Device evaluation determined the outlet and inlet valves requiring a pull open current exceeded the specification.